Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and 24 mm watchman flx pro closure device and delivery system (wds) were selected for use. The 24 mm closure device was deployed successfully implanted. The closure device met all position, anchor, size and seal (pass) criteria with device distal to ostium, unmoved on tug test, compression 19-26%, and no doppler flow in all angles in imaging. A dye shot also showed an occlusive device without obvious sign of perforation. Approximately 20 minutes after the implant procedure, the patient became hypotensive, and it was found that the patient developed a pericardial effusion. Vasopressor medication was given to treat blood pressure, and the patient was returned to the procedure room for pericardiocentesis where approximately 500 ml of sanguinous fluid was removed. The patient was removed from the pressors and was transported out of procedure room for recovery. The physician suspected that a perforation may have happened at some point during insertion of device. There were no further complications, and the patient was discharged three (3) days later on (B)(6) 2024.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. The 24mm closure device was deployed successfully implanted. The closure device met all position, anchor, size and seal (pass) criteria with device distal to ostium, unmoved on tug test, compression 19-26%, and no doppler flow in all angles in imaging. A dye shot also showed an occlusive device without obvious sign of perforation. Approximately 20 minutes after the implant procedure, the patient became hypotensive, and it was found that the patient developed a pericardial effusion. Vasopressor medication was given to treat blood pressure, and the patient was returned to the procedure room for pericardiocentesis where approximately 500ml of sanguinous fluid was removed. The patient was removed from the pressors and was transported out of procedure room for recovery. The physician suspected that a perforation may have happened at some point during insertion of device. There were no further complications, and the patient was discharged three (3) days later on (B)(6) 2024. It was further reported that cardiac tamponade occurred.

Manufacturer narrative:
B5: updated. H6: patient code added.